Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer asked for a quotation for a new speaker as he received a speaker malfunction. No patient harm was reported.